Manufacturer narrative:
(B)(4). This lot was manufactured from january 9, 2013 to january 10, 2013. Evaluation summary: baxter received the sample for evaluation with approximately 60ml of fluid in the bladder. Visual inspection revealed no evidence of a leak from the fill-port when the fill-port cap was removed. A functional leak test was performed; the unit was filled with colored water and observed for leakage. No evidence of a leak was observed during or after filling. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the fill port. It was not specified when in the process this occurred. The device was filled with an unspecified amount of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.